Event description:
Clinic notes regarding this vns patient were received on (B)(6) 2102. Clinic notes dated (B)(6) 2007 indicated that this vns patient's seizures were triggered by an underlying infection. The patient had a history of cellulitis and folliculitis. Attempts for additional information were unsuccessful as the physician's office was unable to provide what the underlying infection was or what the relation was to vns. A review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.